Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure, the physician noted a possible damage on the distal tip of this lead. As a result, this lead was not used and a new lead was successfully implanted. No adverse patient effects were reported. The lead is expected to be return.